Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted into a patient's eye and there is a possible explant planned. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.